Manufacturer narrative:
The device was returned to olympus for inspection, and a reportable malfunction was found. A root cause could not be identified. Based on the results of the investigation, it is likely that improper reprocessing of the device led to the malfunction. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited foreign material in the jet tube. There was no patient involvement.